Event description:
It was reported that this right atrial lead was surgically abandoned due to exhibiting high impedance measurements and high pacing thresholds. Another lead was implanted instead. No further adverse patient effects were reported.